Event description:
Nurse was called to come and check out a vent. The vent was autocycling and continued to do so despite troubleshooting efforts. Md requested that the vent be changed. The ventilator was brought to the biomedical engineering dept for evaluation and repair. The problem was verified and the sensor was cleaned. The unit then performed properly.